Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient experienced a severe hypoglycemic event reportedly due to inaccurate cgm readings. The dexcom mobile device displayed ¿high¿, while emergency medical personnel measured the patient¿s actual blood glucose at 20 mg/dl. The patient stated she had taken the insulin as prescribed. The patient lost consciousness and was transported to the hospital by paramedics, who administered glucose and IV fluids. The length of the hospital stay was not documented. At the time of the report, the patient was fine. Although additional follow-up attempts were made to clarify event details, no response has been received. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.